Manufacturer narrative:
(B)(4). Final analysis found suture sleeve tie impressions, in one of these suture sleeve tie impressions at 15.4 and 16.1 cm from the connector pin, outer insulation was cut. A direct tie mark was also found at 17.0 cm from the connector pin, outer insulation was damaged and outer coil was bent. Due to failed hi-pot, destructive analysis was performed and found inner insulation was also damaged in this location. The damages found on the insulations could have caused of the reported body fluids noted inside the lead lumen.

Event description:
The asymptomatic patient presented for a routine device check, the right atrial lead exhibited loss of capture and sensing anomaly. The patient presented for lead revision on (B)(6) 2016, when the pocket was opened, body fluids were noted within the lead insulation. The patient was stable, no complications. The lead was explanted and replaced successfully.